Manufacturer narrative:
This manufacturer report encompasses the unknown number of historical occurrences. See manufacturer report number 9610711-2021-00075 regarding a specific occurrence of this event. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the balloon on the catheter does not seal. The balloon detaches from the catheter (bursts). The physician had always blocked with 80 ml the last few years, and nothing had ever happened. After the incident with the burst balloons, blocking was done with 30-50 ml, but the same problem occurred. It was noted this happened with several lot numbers.